Manufacturer narrative:
Conclusion: dissection is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore, it was determined that the reported event was anticipated procedural complication. The information in this report was collected during the review of stroke cases for the penumbra post-market retrospective trial retrostart. The information available regarding these events is limited to the procedure reports provided by the hospital.

Event description:
Pt presented to the hospital on (B)(6) 2008 with an nihss of 14, mrs of 5 and stroke symptoms including blurred speech and restricted right side body movement. The penumbra stroke system was used on the target vessel, left m1. Following use of study device, 20 mg of ia tpa were used on persisting m2 occlusions. After recanalization of the m1 occlusion, control series showed a dissection of the ica and stenosis proximal to the target vessel. This was treated with a carotid wall stent (8x36 mm). This event was reported during review of data for the clinical trial as severe, with possible relationship to the study device and definite relationship to the angiographic procedure.